Event description:
It was reported that the high definition liquid crystal display monitor did not power on. The issue occurred during an endoscopy diagnostic procedure before sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.